Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the tip of the harmonic ace curved shears instrument allegedly broke off, fell inside the patient, and was retrieved. However, the root cause of the customer reported failure mode cannot be determined at this time. In addition, there is no indication that serious patient injury occurred.

Event description:
On 08/24/2016, intuitive surgical, inc. (Isi) received FDA (B)(4) with the following event description: the harmonic tip broke off during use in the patient's abdomen. The piece was recovered. What was the original intended procedure? Robotic laparoscopy nissen device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) on 08/22/2016 and 08/24/2016, isi contacted the site's risk management department to obtain additional information regarding the reported event. The site's risk manager indicated that there was no adverse event associated with the reported event. According to the risk manager, the site has not released the harmonic ace curved shears instrument back to isi for evaluation. No further information was provided regarding the reported event.